Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise which caused loss of atrioventricular synchrony and ventricular pacing which caused the patient to "not feel well." The ra lead was also noted to have a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.